Event description:
The article lists info suggesting a female pt being treated for spasticity with an implantable infusion pump experienced a pump related infection 29 days post implant. The pt presented with dehiscence, exposed hardware and other infection (unspecified). The pump was explanted. No add'l info concerning pt symptoms and outcome was provided. Journal reference: wunderlich, c. Et al. "Gram-negative meningitis and infections in individuals treated with intrathecal baclofen for spasticity: a retrospective study." Developmental medicine & child neurology. 2006; 48: 450-455.

Manufacturer narrative:
.